Manufacturer narrative:
Device evaluated by MFR: a portion of the percutaneous lead (driveline) has been returned for evaluation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information reported that log file was submitted for review captured a pump stop on (B)(6) 2019 while on battery power that appears to be caused by a phase to phase short. X-rays submitted of the distal end percutaneous lead (driveline) are unremarkable. On (B)(6) 2019, the patient underwent a distal end percutaneous lead (driveline) replacement and at the time of replacement a pump stop/driveline fault event was captured on the system controller that correlate when the abbott team was there for the repair.

Event description:
Additional information: log file analysis noted no further low speed or pump stop events following repair.

Manufacturer narrative:
Section b1, b5, d10, h3, and h8: additional information section d10 and h3: the pump remained in use supporting the patient but a portion of the percutaneous lead was returned to and evaluated by the manufacturer. Manufacturer's investigation conclusion: the report of a low speed and pump stop events can be confirmed based on the submitted log file and the report of a separation of the distal end bend relief can be confirmed based on the evaluation of the returned driveline. The log file contained approximately 11 days of data, spanning from 30may2019 23:45 to 10jun2019 15:10, which captured low-speed events and 2 pump while the patient was supported by batteries. Based on past history and similarly reported events, the data captured in the log file is potentially consistent with two or more damaged wires in the patient¿s driveline; however, a specific cause for the low speed and pump stop events cannot be conclusively determined through the evaluation of the returned distal end of driveline. A distal end driveline replacement was performed by a tech services representative on 11jun2019. Approximately 20¿ of the external portion/distal end of the driveline was returned. A clamshell had been applied to correct a separation of the distal end bend relief. The clamshell and silicone sleeve were removed, and examination the shielding and bionate revealed multiple areas with shield breakdown. An electrical continuity test of the returned driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. The shielding and bionate were removed and examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was submerged in a saline bath for hipot testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires that would have resulted in an electrical short. Following the repair, a second log file was submitted to and reviewed by technical services. The log file contained data from before, during, and after the distal end repair. No further low speed or pump stops were noted after the events consistent with the time of the repair. The patient remained ongoing on vad support. The heartmate ii lvas patient handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii lvas IFU discusses damage due to wear and fatigue of the driveline. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 1 year and 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that it was observed by the patient has a distal end bend relief percutaneous lead (driveline) separation. A clam shell install will be scheduled. No additional information was provided.